Event description:
Event description cpi received information that due to shock impedance measurement being greater than 200 ohm., the physician elected to remove the endotak dsp lead. It was replaced with a medtronic lead.